Event description:
Patient reported they were just about to start infusion and when turning on pump it is beeping loudly saying system timeout. Rph advised that is an internal error and pump will need to be serviced. Patient's home health registered nurse is using gravity tubing for today's infusion, but patient will need new pump for tomorrow's infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv- 100gm. Privigen sdv indication: myasthenia gravis with (acute) exacerbation. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.